Event description:
It was reported that the right ventricular lead had noise resulting in pacing inhibition. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5068 lead, implanted 1999 (B)(6). (B)(4).